Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met a manufacturing representative (rep) at the healthcare provider (hcp) office a couple of months ago and he switched her to program #2 at 1.0. Therapy worked fantastic, but since a month ago, she started to not be able to hold her urine again. She increased stimulation to 1.50 and it was too high at 1.60. The patient currently felt stimulation. The patient was sleeping with a thick pad at night and she would wake up being soaked. It was noted that the patient fell and broke her right wrist 6 weeks ago, and she could not even adjust stimulation now. This occurred in (B)(6) 2015. It was also noted that the patient developed bronchitis 2 weeks ago and she was currently on antibiotics for it. The patient said she was drinking more water.

Manufacturer narrative:
Product ID: 3093-28, lot# va02dme, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The patient reported that they did not feel stimulation. The patient was on program 2 at 2.4v and they turned it up to 2.6v and then felt stimulation. The patient did not have a 50% or better symptom control. The patient also reported that they were leaking and was not able to hold her urine and wetting their clothes when on their way to the bathroom. The patient further reported that when they went to the bathroom, they would take a while to release urine and also patient was had to wear pads again. The patient again reported that they had a bad poison ivy and question if the medication could be affecting symptoms. The patient noted that the symptoms returned before having the poison ivy. This event occurred during product use and the indication for use (IFU) gastrointestinal/pelvic floor (901). No outcome regarding the leaking and returned symptoms were reported. Further follow- up is being conducted to obtain this information. If additional information is received, the event will be updated.